Manufacturer narrative:
(B)(6). The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the received home monitoring data. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The received home monitoring data were analyzed. A vf episode (episode 24) was registered on january 15, 2014. The iegms of this episode revealed that the vf detection was triggered due to the presence of noise in the rv channel. No shocks were delivered. In summary, the lead was not returned for analysis. The received data revealed the presence of noise in the rv channel. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause of the noise. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - an insulation defect was noted for this lead via home monitoring. Therefore, it was capped. The event date was not provided.